Event description:
This is a supplemental report to initial report 3008789114-2016-00040 to submit additional investigation results from the manufacturer for the suspect device. (B)(4).

Event description:
(B)(4) received a call on 06/02/2016 reporting a medical intervention that occurred around (B)(6) 2016 at 10:00am. Patient stated that his meter gave him a high reading and was 100mg/dl higher than his wife's meter. The reading on the prodigy meter at the time of the event was 389mg/dl. A second result with the prodigy meter resulted 283mg/dl. Patient's normal glucose reading around the time of day of the event is 117-118mg/dl. Patient ate 2 eggs and toast prior to seeking medical attention. Paramedics were not called. Patient went to the doctor's office and then the hospital to get lab work. Patient's glucose level prior to discharge was 90mg/dl. Patient's total stay in hospital was 15 minutes.